Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Reported on bfarm case number (B)(4).

Event description:
Allegedly, "pat. Vom sofa aufgestanden, akustisches phänomen, keine stabilität mehr im linken sprunggelenk, lt. Pat. Und angehörigenaussage keine bis minimale belastung bei ereignis, nagelbruch" translation: patient stood up from the sofa, heard a noise, no stability in the left ankle joint, according to patient and relatives statement no to minimal load at event, nail break.